Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The warranty seal was broken. Also there was damage to the chassis cover and the unit would not boot. The crossfire was opened to check for damaged components and a blown capacitor on the power board was noticed. A known working power board was installed in the console and the unit passed a function test. Probable root cause could be due to a burnt component on power board in sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that in the middle of an operation there was a big bang and a terrible smell. The track lost power and all equipment lost power. It was discovered that when you turn the device on the fuse goes down and the console loses power.

Event description:
It was reported that in the middle of an operation there was a big bang and a terrible smell. The track lost power and all equipment lost power. It was discovered that when you turn the device on the fuse goes down and the console loses power.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.